Manufacturer narrative:
Product #1 pi main [(B)(4)] pi assign [(B)(4)] pi task [(B)(4)] the 24 mm amplatzer atrial septal occluder was received in the product performance engineering lab in a shipping container and was decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The distal disc measured 37.79 mm, and the proximal disc measured 33.76 mm. This met specifications per drawing 90163785 ver. B. The device was loaded into a test 9f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. Product #1 pi main [(B)(4)] it was reported from the field that the occluder "did not sit well." The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 24 mm amplatzer atrial septal occluder was selected. Upon release from the delivery cable, the device did not sit well. The device was retrieved and another 24 mm amplatzer atrial septal occluder was used to complete the procedure. The physician initially thought there was a device malfunction, but upon retrieval of the device, the device appeared unremarkable. The patient was reported stable.